Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dvmb1d4 defibrillator and 6935m62 lead implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one ventricular assist device (vad) controller data port had a bent pin. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned device revealed that the controller passed functional testing. A visual inspection under 10x magnification also revealed hairline cracks around power port 1 and 2 of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are additional observations not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis revealed that the controller was able to recognize a data cable to properly connect to the controller with no abnormalities observed. As a result, the reported event could not be confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.